Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A post-accelerated stress test (ast) simulated treatment was performed on the cycler and completed without alarms or failures. The cycler underwent and passed a valve actuation test, a system air leak test, a teach pump test, a patient sensor calibration check, and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. Fluid was found in the pneumatic lines during the inspection. The cause of the dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their treatment. The patient contacted ts to troubleshoot an m83 pump a vs. Pump b volume error alarm that occurred during their treatment, prior to discovering the fluid leak. After failing to bypass the alarm, the treatment was discontinued. When the cycler door was opened to remove the cycler set, fluid was observed leaking out. No visible damage was identified on the cassette. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. It was confirmed the patient was trained to perform stat drains, as well as manual pd therapy. The patient performed a manual pd exchange the following morning. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Upon follow up, it was confirmed that the replacement cycler was received and the patient was continuing pd therapy on the replacement with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was also reported to be available for manufacturer evaluation.